Event description:
It was reported that the etrak 2500l data base was unable to be accessed. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an evaluation over the telephone. The operator was instructed on the steps necessary to rebuild the data base. Database being rebuilt. A follow up report will be filed if additional details become available.